Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump was dropped, resulting in a cracked touchscreen that would not respond; the device component involved was the touchscreen and the device problem was consistent with a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related damage pattern consistent with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.